Manufacturer narrative:
The reported event of backup operation was confirmed. The device was received in back up mode due to electrocautery exposure at explant. The device was otherwise normal.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a generator change out procedure. During the procedure, the pacemaker switched to the back up mode due to electrocautery. The pacemaker was explanted and replaced during the procedure on (B)(6) 2020. No patient consequences.